Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right atrial (ra) pacing impedance measurement of 2650 ohms. Additionally, it was noted a year ago there was another oor measurement which triggered another lss. The patient was brought in at that time and there was no observations of noise however, this last recent lss it appears there was noise due to myopotentials. Technical services recommended to evaluate the lead. The health care professional will consider bringing in the patient for an evaluation. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right atrial (ra) pacing impedance measurement of 2650 ohms. Additionally, it was noted a year ago there was another oor measurement which triggered another lss. The patient was brought in at that time and there was no observations of noise however, this last recent lss it appears there was noise due to myopotentials. Technical services recommended to evaluate the lead. The health care professional will consider bringing in the patient for an evaluation. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.